Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, the patient experienced a small red bubble at the stoma site and was diagnosed with a stoma site infection. The primary care physician prescribed antibiotic bactrim twice a day for 7-days.